Manufacturer narrative:
The filler bottle was not returned to ams.

Event description:
It was reported that during a prostate procedure, a burning smell from the laser console was noticed approximately 30-40 minutes after the procedure was started. It was additionally reported that the laser system was leaking water and leaves a puddle after use. The procedure was completed using one surgical fiber. Outcome: "no adverse patient outcome".

Manufacturer narrative:
System analysis/service repair: a detailed visual inspection and use testing was performed and no evidence of a burning smell, abnormal temperature rise or thermal damage was found. The water leak was confirmed. Thread tape was applied to the temperature sensor fitting and the filler bottle was replaced. The system was tested and verified to manufacturers specifications.